Event description:
It was reported that the patient had shocking or jolting sensations, along with low impedance measurements. The "shocking kind of feeling" stopped providing paresthesia "every now and then." It was stated that impedances were measured and a short was "suspected." It was noted the patient had "less than 50% therapy relief." The product was explanted and replaced with another. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that after the replacement the treatment was "good again".

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed "no anomaly." "Normal impedances were measured on all circuits and electrode pair combinations."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.